Event description:
It was reported that the subject device exhibited a blackout image, the issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d9 date returned to mfg, h6 (type of investigation, investigation findings and investigation conclusions). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image to become blurred, indistinct or noisy, and the outer protective layer is broken and cracked. A root cause could not be identified. Based on the results of the investigation for the event of "blackout of the image", it is likely the following led to the malfunction: component failure of the electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.